Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Lead integrity alert (lia) triggered on (B)(4) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic. There were thirteen episodes of less than or equal to 220 ms v to v cycle recorded between (B)(4) 2013. Concomitant products: 5076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's lead integrity alert triggered several times for t-wave oversensing. The rv lead remains inuse. Follow up is in progress to determine if there was any intervention performed, but attempts have been unsuccessful. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later noted that reprogramming of the lead sensitivity was completed, and the oversensing stopped.